Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up MDR will be submitted. A service history review was performed and showed no previously reported problems that were same as or similar to the event reported and no reports that could have contributed to the reported problem.

Event description:
The facility representative reported a flo-gard infusion pump with a damaged door latch. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with door latch damage was confirmed by baxter service personnel. The assignable cause was determined to be a missing door latch. The door latch assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.